Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion. The device's battery longevity depleted by two years within approximately 17 months. It is intended that this device will be replaced within the coming weeks. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion. The device's battery longevity depleted by two years within approximately 17 months. It is intended that this device will be replaced within the coming weeks. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts submitted to the field to obtain further information regarding this event, no further information has been provided from the field representative. Should additional information become available, a supplemental report will be submitted.